Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 32 indicating a delivery motor communication error, with multiple restarts not resolving the malfunction, and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included replacement of the device and instructions to sync data, shut down, and return the original unit. Investigation included review of device performance through customer troubleshooting and data synchronization. Investigation of the returned device revealed a suspected internal communication failure between the motor and processor consistent with a delivery motor communication malfunction.